Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recu1890 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient had a PICC inserted and found out that the hub was leaking hence had to reopen a new set.

Event description:
It was reported that patient had a PICC inserted and found out that the hub was leaking hence had to reopen a new set.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, and the cause appeared to be manufacturing related. One 6fr d/l powerpicc was returned for investigation. The catheter extended to the 40cm depth mark. A functional test revealed fluid leaking from one lumen into the other lumen within the molded bifurcation. The breach was located between the proximal end of the purple d/l tubing and the material that was molded between the core pins. The manufacturing facility was notified of this complaint. A lot history review (lhr) of recu1890 showed no other similar product complaint(s) from this lot number.